Event description:
It was reported that on (B)(6) 2024, a piece of the driving cap had broken off in the insertion handle. One of the white tabs that locked the recon sleeves was broken, and the threaded end of the driving cap was also broken off. These pieces needed to be replaced as soon as possible. This report is for one (1) radiolucent aiming arm/frn piriformis fossa this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. This complaint involves one (3) devices. H4, h6: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '03.033.002, aim-arm radioluc f/piriformis fossa fem has one side of lock broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/piriformis fossa fem would contribute to the complained device issue. Based on the investigation findings, the aiming arm has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part:03.033.002. Lot no:l699800. Release to warehouse date: 27 mar, 2018 manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.